Event description:
It was reported that during the implantation procedure, when the physician tried to insert the stylet into the inner cavity of the lead, the stylet could not be inserted. The physician elected to use another lead. The second lead could be fully inserted into the setscrew cavity of the device; however, when the physician tried to tighten the set screw, there was no noise indicating that screw was securely placed. Another device was used and the implantation procedure was completed successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.